Event description:
Ous MDR - after an implantation time of about 4 months, it was reported that the lead was dislodged for the second time and had slipped out of the ventricle. There were no adverse pt effects reported.

Manufacturer narrative:
Ous MDR.